Event description:
Reference MDR #1219856-2010-00230 for the first event involving same pt. It was reported that a male pt needed an intra-aortic balloon (iab) inserted prior to sending pt for coronary bypass surgery. The rn called the hotline stating that "about 2 weeks ago, an iab got "stuck" in the super arrow-flex (saf) sheath with side port". Per the rn, the iab got stuck at the very end of the balloon, as it was just about totally out of the sheath and inside the pt. As a result, the md had to remove the catheter and the sheath as one unit. The spring wire guide (swg) remained in the pt. The md made a request for another iab. Reference MDR #1219856-2010-00232 for the third event and MDR #1219856-2010-00233 for the fourth event involving same pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.